Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from march 04, 2020 to march 05, 2020. H10: the actual device was not available. However, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed, which observed fluid contained inside the bladder. No leak was observed at the fill port. The reported condition was not verified, during photo inspection. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had fluid leakage at fill port prior to patient use. There was no patient involvement. No additional information is available.